Event description:
Fasciablaster caused my hormones to go crazy. I developed a small bump under my breast. My legs wrinkled up like up like a (B)(6) women. My face got large cysts and caused scars that won't go away. I also gained more weight and felt tired and cranky all the time. Also caused horrible bruising and soreness that (B)(6) said was good.